Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 7.0 with a repeat of 6.7 inr. The corresponding lab result reported was 3.6 inr. The device was replaced and requested to be returned for evaluation.